Event description:
It was reported by the customer that a pyxis medstation system was on critical override. The customer stated that patients and medication list are not loading, nursing staff required to input the patient as a temporary patient along with inputting each of their medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was on critical override. The technical support specialist checked the logs and confirmed that the issue is resolved after the data catch up is completed which cleared the critical override. The system functioned as intended after troubleshooted the device.